Event description:
It was reported that prior to the procedure, the pacemaker was found in back up operation. The pacemaker was not implanted during procedure on (B)(6) 2022. No patient involvement was reported.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and the reported event of pacemaker found in backup mode was confirmed. Analysis of the device image revealed that device went into backup mode due to reset error consistent with an integrated circuit (ic) anomaly. No other anomalies found.